Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-09499 and 2134265-2016-09330. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ x imaging catheter and a pullback sled to view the target lesion. During post intravascular ultrasound (ivus), the motordrive unit was unable to perform an automatic pullback. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Device analysis revealed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-09499 and 2134265-2016-09330. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross x imaging catheter and a pullback sled to view the target lesion. During post intravascular ultrasound (ivus), the motordrive unit was unable to perform an automatic pullback. No patient complications were reported and the patient's status is good.